Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances from this lot. A query of the electronic complaint handling database revealed no other reported device issues from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the nc trek coronary dilatation catheter successfully post dilated the uncalcified, moderately tortuous target lesion in the mid right coronary artery. There was no resistance during advancement to the lesion. After the nc trek was removed from the anatomy without resistance, the hypotube separated from the catheter. As this occurred after the lesion was treated, there was no clinically significant delay in the procedure. There were no adverse patient effects. No additional information was provided.